Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/66 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: deep sedation with intravenous anesthesia is associated with outcome in patients undergoing cryoablation for paroxysmal atrial fibrillation. International heart journal. 2021; 62: 779-785. Doi: 10.1536/ihj.20-819. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding cryoablation for paroxysmal atrial fibrillation (af). The article reports patients who experienced pseudoaneurysms post ablation procedure. The patients were all asymptomatic and underwent ultra sound-guided compression. They were later discharged under stable condition. The status/disposition of the sheaths is unknown. No further patient complications have been reported as a result of this event.